Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead no longer captured and had high impedance. The atrial lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the pain they felt is not picked up by the device and believes that the implantable cardioverter defibrillator (ICD) is not picking up anything. The patient also stated that they have a faulty lead and that an adjustment was made because of the problem. Follow-up with the clinic was done and from the information obtained it was reported that there is no performance issue the patient¿s ICD. The ICD remains in use. However, there is a known atrial lead fracture and the atrial lead was programmed off. No further patient complications have been reported as a result of this event.